Event description:
There was no report of serious injury or illness associated with this complaint. A product problem, embrace pump under-delivery, was reported (amount not reported) to be associated with this complaint. The device was returned for testing and investigation and the under-delivery could not be confirmed as a priming error was confirmed due to a broken pump case - rear housing pivot point. This product problem is considered likely to result in a serious injury or illness should it recur.

Manufacturer narrative:
The lab evaluation indicated that the complaint for under-delivery was not confirmed, however, a priming error was confirmed and the pump filed to function properly due to the broken cassette door pivot point. Priming error due to broken cassette door pivot point. Ross standard procedure includes attempting to obtain all required information from the source.